Manufacturer narrative:
The hill-rom tech found the nurse call not functioning due to sidecom cable inoperative. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on their beds. The tech replaced the sidecom cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call function does not work. The bed was located at the account in the 1st floor storage. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).